Event description:
The customer reported that the insulin pump was not delivering the basal or bolus correctly, which caused high blood glucose. Troubleshooting was performed. Assisted the customer with programming a bolus and it was recorded in the bolus history. However, the customer saw only drops of insulin exiting from the infusion set. The customer stated that he noticed the issue when his blood glucose went over 600mg/dl, and he took several injections to lower his glucose level. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.